Event description:
Patient said that she had a bad tubing set that was leaking (she has previously reported this), but says she discarded it and no longer has it for return and lot, expiration number is unknown. No injury to patient. Event occurred while in use. Replacement was on hand. Malfunctioning product will not be returned as stated - it was discarded. New tubing set was not sent but encouraged patient to let us know when she is low on supply so we can provide extra. Did the product issue cause or contribute to patient or clinical injury? Per above, no injury to the patient. What is the outcome of the event? Resolved. Did we [MFR] replace device? No. Did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was the medical intervention provided? Is the actual device available for investigation? No patient discarded it. Reported by (B)(6) by: patient/caregiver.